Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp functional testing were performed with no issues noted. The uv spike outside diameter was measured and found to be within product specification. No nonconformances were identified and the reported issue was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector cover separated from the spike of the transfer set during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.